Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1927bcf-3-1 suture anchor, biocomposite corkscrew was reported to have failed during use. This occurred on (B)(6) 2025 in royston hospital during an arthroscopic rotator cuff repair. It was reported that a 5.5 corkscrew was implanted but the incorrect punch was used to prepare the bone prior. The tip of the corkscrew came away and remains within the patient. The case was completed successfully using another anchor. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.